Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their cervical system. In turn, reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI:(B)(4), serial: (B)(6), batch: 6413378.

Event description:
Additional information received indicates surgical intervention took place in (B)(6) 2025 wherein patient's entire cervical system was explanted. Exact date of explant in unknown.

Manufacturer narrative:
D6b- date of explant is unknown.